Manufacturer narrative:
Age or date of birth: unk, sex: unk, weight: unk, ethnicity: unk, race: unk, date of event: unk, implant date: unk, explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -09.00/+1.0/095 (sphere/cylinder/axis), during the same surgery due to the lens flipped. There was no patient injury and the backup lens was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).